Manufacturer narrative:
Mindray service representatives replaced the unit bench assembly. Unit was calibrated and tested to product specification.

Event description:
Customer reported no o2 readings on the gas module ii which may have resulted in a loss of o2 monitoring. No patient injury was reported.